Event description:
Patient self tester alleging discrepant low: inratio inr=3.2, lab=20.0 (6 hours apart), patient admitted to hospital for bleeding. Patient's therapeutic range 2.0-3.0.

Manufacturer narrative:
Investigation pending.